Manufacturer narrative:
This medwatch report is being submitted as a correction report to replace MFR report# 0002023141-2023-02871 that was submitted on 10/12/2023 in error under the incorrect report number. This event was initially created/submitted to FDA under complaint number, (B)(4) on 10/12/2023 under the wrong MFR number (0002023141-2023-02871). Complaint (B)(4)/MFR number (0002023141-2023-02871 will be voided as a duplicate of (B)(4)/MFR number 0001038806-2023-02002 and all details and information associated with this event will be documented under cmp-23500-2023/MFR number 0001038806-2023-02002.

Event description:
This supplemental is being reported as a correction. This event was initially created/submitted to FDA under complaint number, (B)(4) on 10/12/23 under the wrong MFR number (0002023141-2023-02871). To correct the error, a new complaint (B)(4) was opened and this event was reported under the correct MFR number (0001038806-2023-02002). Therefore, all details related to this event will be captured under the new complaint (B)(4), MFR number (0001038806-2023-02002).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth location #3 was removed due to infection and bone loss. Symptoms as a result of the event: abscess.